Event description:
The recipient was reportedly a non-user of the device and elected explant surgery due to continued pain despite pain management. The recipient's device was explanted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly also experienced discomfort, facial nerve stimulation, and headaches. Programming adjustments were made, however, the issue did not resolve. The recipient elected to become a non-user of the device. The headaches and pain persisted during this period. The recipient is no longer experiencing facial nerve stimulation post-explant surgery, but continues to experience pain and headaches. The external visual inspection revealed the electrode was severed near the fantail and a surgical tool mark was observed on the top cover. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.